Event description:
It was reported that the compax 40e table locks did not function, causing the table to move. There was neither injury reported nor pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall as result of the table locks failure.

Manufacturer narrative:
The ge field engineer re-adjusted the two magnetic locks on the back of the table, and verified that the table locks are functional. Procedures are currently in place per the preventative maintenance manual to check the functionality of the table locks.